Event description:
Contact reports o-c2 instrumentation was performed for dislocation of c1 using the mountaineer system. Examination of post-op x-rays found breakage of the screw. The patient has not experienced any adverse consequences and revision surgery has not been scheduled.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. A follow up medwatch report will be filed upon completion of the investigation. (B)(4): device remains in patient.

Manufacturer narrative:
A single axial cut CT image and 2 x-ray images were provided to depuy synthes spine for review complaint (B)(4). The implant was not removed, not returned. Review of the DHR found the lot met specification requirements when released to stock. Having received only a single axial cut CT image, it is difficult to fully assess the status of the fusion. However, the described event and image provided may suggest non-union. In the absence of further imaging or patient risk factors, we are unable to draw any further conclusions regarding the cause of the failure. At the time of the complaint, it was reported that the patient was asymptomatic and no revision surgery was planned. If new information becomes available concerning the patient's status or additional imaging is provided, the complaint file will be reopened and further reviewed.